Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. If explanted, give date: not applicable, as the lens was not explanted. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for this intraocular lens was not reviewed since the serial number is unknown. A search of complaints was not reviewed as the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. The complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient's operative eye, and the surgeon noticed what looked like a water spot on the posterior surface of the lens. The lens remains implanted. Reportedly, there was no patient injury and no additional intervention required. The patient is doing fine post-operatively. No additional information was provided to johnson & johnson surgical vision.